Manufacturer narrative:
The evaluation of the customers issue included a search of similar complaints, a review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 08001m800, through data. No trends were identified. The historical performance of reagent lot 08001m800 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 08001m800 is inside the established control limits, which indicates acceptable product performance. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33. Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available.

Event description:
The customer reported a false elevated architect ca19-9 assay results for one patient. The customer provided: sid (B)(6) initial = 70.13 u/ml (undiluted); repeats = 2.18 u/ml (undiluted), < 20.00 u/ml (diluted 1:10) (cut off range: 37 u/ml). There was no impact to patient management reported.